Event description:
During a coronary stent procedure, the physician encountered crossing difficulties in a severely calcified pre dilated lesion. The physician was unable to cross the lesion and elected to retract the delivery/stent device back into the guide catheter. Resistance was encountered when he attempted to retract the delivery device back into the guide catheter. Upon removal, the proximal edge of the stent was flared. No pt inuries or complication were reported.